Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Date of event is estimated. Weight was not released.

Event description:
It was reported the patient underwent surgical intervention on an unknown date, wherein the ipg was explanted. Patient reported ineffective therapy. No further information is known.